Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer was hospitalized due to a low blood glucose of 42 mg/dl. Prior to the low blood glucose, the customer stopped counting her carbohydrates and bolusing. She also suffered a uti and kidney infection. After the onset of hypoglycemia, the customer experienced memory loss. She was taken to the hospital; the customer wore the insulin pump at the time of hospitalization. Treatment of the low blood glucose was not specified. Additionally, the insulin pump alarmed with an error along with an unexpected restart; however, the alarm was successfully cleared. The device was able to rewind and prime without incident. The insulin pump was not returned for analysis.